Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and reported a problem with the complaint device being dropped on the floor and requested support. No adverse events have been associated with this event.

Event description:
The customer contacted the customer care solution center and reported a problem with the complaint device being dropped on the floor and requested support. The device was in use on a patient. There was no report of patient or user harm.